Event description:
The customer reported a displayed communication error. A communication failure error message is likely result in a sys lock up, no boot, or shut down situation.. There are no report of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.